Manufacturer narrative:
Date of event: estimated. The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. Date of implant: estimated. The device was not returned for analysis. Exception review could not be performed as lot number is unknown. The patient effect of tissue damage and mitral regurgitation, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. A definitive cause for the tissue damage could not be determined. The reported mitral regurgitation (mr) was a cascading event of the tissue damage. Although, a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report tissue damage. It was reported the clip was implanted in 2018, reducing mitral regurgitation from 4+ to 1+. In (B)(6) 2020, follow-up echocardiogram showed a posterior leaflet rupture close to the implanted clip and mr increased to 2+. The patient was asymptomatic. The clip remained secure on the leaflets. No additional information was provided.